Event description:
It was reported that during a stent placement through common iliac vessel, the device allegedly failed to expand in the distal end. There was no reported injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown investigation summary: the returned sample was found with shifted stent brake, but the introducer was found stuck over the system so that the distal end was located over the stent brake. It was not known what exactly caused the stent brake to shift in distal direction and why the introducer was removed together with the system. Images were not provided. In addition, the surface of the stent brake was found in good condition so that an expansion issue could not be confirmed leading to inconclusive evaluation result. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a stent placement through common ilac vessel, the device allegedly failed to expand in the distal end. There was no reported injury.